Manufacturer narrative:
User facility has reported this issue under medwatch form mw5072965. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary: one device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found a lot of eschar on seal plates and no defects. The reported conditions were not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Refer to the product instructions for use for recommendations on tissue sealing. The instruction for use states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic sigmoid colectomy, the device was not sealing correctly. An inadequate seal was made after an end tone was heard, indicating a completed sealing cycle. The device had been used to dissect tissue close to the sigmoid colon. No patient injury occurred, and another ligasure device was used to continue the procedure.